Manufacturer narrative:
The manufacturer previously reported a ventilator failed to alarm. The ventilator was returned to the manufacturer for evaluation and no malfunction of the device was observed. The device alarmed as designed.

Event description:
The manufacturer received information alleging a ventilator failed to alarm. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.